Event description:
It was reported that when the lead was placed in the heart, normal capture threshold could not be obtained. When the lead from removed, myocardial tissue was attached to the tip of the lead, the tissue was cleaned, and the helix mechanism test was performed again. The helix could not be retracted even after rotating it within a specified number of times. Lead was not used and was replaced successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.